Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. T:connect logs were checked and found that the cartridge and infusion set are typically changed every 4-8 days.

Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.